Event description:
A nurse from the user facility reports that three months following intraocular lens implant surgery, a patient complained of "irritation". The patient's uncorrected visual acuity was 20/80. A yag laser capsulotomy was performed. The patient has not been seen for follow-up since this procedure. The association between this event and the iol is not known.